Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the time of the implant the connection of the shock competitor lead was not inserted correctly and the lead showed abnormal impedance value. The right ventricular (rv) lead was detached at once and reconnected. At the time of the reconnection strong resistance was felt and they were unable to insert the lead deeply. There was high rv lead impedance and abnormal sensing. The connection was accomplished after a silicon oil was applied. The operation was completed without incident. The device remains in use. No patient complications have been reported as a result of this event.